Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented at the hospital with a pocket infection and lead vegetation. The right-sided implant pocket was swollen. The physician removed the entire system: two implantable cardioverter defibrillators, a chronic right ventricular (rv) lead, and a capped right atrial lead. Due to difficulties in removing the remaining two capped rv leads, the physician decided to leave both leads in the patient¿s body to be removed in the future. The patient remained stable before and during the procedure.